Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), subsequent to an unspecified accident. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. The device is not available for analysis. This report is filed (B)(4) 2013.